Manufacturer narrative:
The only available contact info from the (B)(6) blog is an e-mail address. An attempt via e-mail was made to f/u with the lactation consultant who posted the blog, to which she responded as follows: "I am not sure I understand the nature of your email. My understanding of (B)(6) is that it is a place where lactation professionals can discuss their pt cases. The rules of (B)(6) are that under no circumstance, can a post be forwarded to anyone, as this is an unethical violation when using (B)(6). I have made many posts, so I am not sure what is that you are so interested in. If I had concerns that I wanted to discuss, I certainly would have contacted medela customer service. On any given day, multiple posts are made in reference to medela, simply because your products are very much part of the lactation world. I can't imagine, how any of my posts would be anything out of the ordinary in the life of an lc." The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. In multiple areas on both the packaging and in the instructions for use, medela makes reference to the fact that the pump is a single user product and use by more than one person may present a health risk (pages 3, 4 & 5). Additionally, in the instructions for use, there are instructions for how to clean the pump in the event of a milk overflow (page 6).

Event description:
A (B)(6) lactation consultant posted a blog (B)(6): "in the past 3 months, I have been seeing a handful of new moms who have yeast infections. All of the dyads did not respond to the first, second, or third round of treatment. Their docs and I were completely mystified about the lack of response to anti-fungals and the strict yeast protocol that we implemented using jack newman's protocol. All of the mom's were using medela used breast pumps for various reasons. I decided to offer one of the moms the use of my hospital-grade breast pump for free, if I could crack open her used breast pump and culture the internal pump parts to see if yeast was present. When I opened the pump, after peeling each layer away, I found black and green and various other colors of mold. I swabbed multiple areas for a culture, to confirm my observations. The mother who was using the pump called me to report that her baby is finally clear of yeast on his tongue after using the hospital-grade pump and treatment with gentian violet; mom is still taking diflucan and gv. Baby did not respond to nystatin or diflucan after 6 weeks of treatment."